Event description:
A customer contacted beckman coulter (bec) reporting a high potassium (k) result for one (1) patient sample was generated on the olympus (B)(4) (au680 series) with ion selective electrode (ise) clinical chemistry analyzer. Upon repeat the result recovered within normal range. The erroneously high result was not reported out of the laboratory. The results provided by the customer are shown in this report. Patient demographics (age, date of birth, gender, and weight) were not provided by the customer. There were no reports of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
No sample collection or preparation information was supplied. Calibration data showed all electrodes were within tolerance before the reported event. In addition, selectivity for sodium and potassium were within normal range prior to the reported event. Quality control (qc) was run prior to and after the event and recovered within the expected range. A bec field service engineer (fse) was dispatched on 09/10/2013 for this event. The fse replaced the ion selective electrode (ise) valve which resolved the issue. No further issues were seen after the replacement of the ise reference valve.